Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric band procedure on the the nineth firing across the over the gastric fistula the device locked out on the second firing stroke. The surgeon pried the device open, with no tissue damage. Another device was used to complete the case with no patient consequence.